Event description:
In approx (B)(6) 2011, pt was implanted in (B)(4) with a 3.5mm lcp periarticular proximal plate and an unk number of screws. Post-operatively, the plate pulled away from the bone. During revision surgery on (B)(6) 2011, the plan was to remove the plate and screws but the surgeon could not remove the screws from one end of the plate. It was decided to adjust the plate back onto the bone and insert 3 new screws to secure the plate. The screws that were removed from one end were discarded by the hospital. This is the second of two reports for this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Implant date reported as approximately (B)(6) 2011.